Manufacturer narrative:
The insulin pump was received with an intermittent blank display due to a component on the liquid crystal display board puncturing through the isolation tape, making contact with the positive side of the battery tube. Unable to verify the failed battery test alarms due to the blank display anomaly.

Event description:
The customer reported multiple failed battery test alarms and a blank display. Troubleshooting was performed, but the issue was not resolved. Advised that the insulin pump would be replaced. Nothing further was reported.